Event description:
During a premature ventricular contraction procedure, there was a delay due to a communication issue with the catheter. The catheter was used to ablate lvot and rvot. The catheter then was maneuvered into the coronary sinus for mapping/ablation purposes. After determining the target in the coronary sinus, the message "catheter not connected" was displayed on the ampere/remote. An attempt was made to unplug and re-plug the catheter, reconnect the wire from the tactisys and ampere, switched the se port on the amplifier, disconnected and reconnected the catheter electronically from the display workstation, and restarted the ampere and tactisys, with no resolution. The green and yellow cable that connects from the front of the ampere to the back of the tactisys was exchanged, but the issue persisted. The catheter was exchanged, and the issue was resolved. There were no adverse patient health consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. No visual anomalies were noted. The tct wires were viewed through the tip kerf windows in the tip electrode, and no indications of a wire fracture were noted. The intentional bend in the wire adjacent to the flow diverter tube was present and the tct wires were correctly routed through the flow diverter. The 19-pin connector was disassembled and no visual anomalies were noted. Electrical testing between connector pins 1 and 5 and the black and red tct wires respectively just distal to their socket contacts revealed stable readings. The distal shaft was dissected. Electrical testing between the black and red tct wires proximal to the pull ring and connector pins 1 and 5 respectively revealed an open circuit. The handle was disassembled. Electrical testing between the black and red tct wires within the handle and connector pins 1 and 5 respectively revealed stable readings. The open circuit on tct was isolated to the green shaft between the handle and the pull ring. The reported event of a "catheter not connected" error on the ampere generator was confirmed. The tip thermocouple (tct) read as an open circuit during electrical testing, consistent with the reported event. The open circuit was isolated to the green catheter shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the open circuit remains unknown.

Manufacturer narrative:
Additional information: a6, g3, h2, h3.